Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte gn 18ga x 1.16in catheter tip integrity at the moment of using the catheter, the tip of the catheter loses its shape and bifurcates. In one of the two procedures performed, the use of this part caused damage to a vein in the patient (rupture of the vein wall). We therefore require your support to process this complaint as a suspected adverse incident, which procomsa classifies as level 1 - minor incident.

Event description:
At the moment of using the catheter, the tip of the catheter loses its shape and bifurcates. In one of the two procedures performed, the use of this part caused damage to a vein in the patient (rupture of the vein wall). We therefore require your support to process this complaint as a suspected adverse incident, which classifies as level 1 - minor incident.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. The tipping sub-assembly machine was reviewed. The catheter is pre-cut to required length, form of the required catheter tip and then load to the catheter tipper pallet. Based on the evaluation of sample 1 and 3, the damage on the catheter tip is slanted in position. The catheter pre-cut process cuts the catheter in horizontal position and the catheter tipping process forms the catheter tip which is different from the catheter tip damage position. Therefore, the tipping process is unlikely the cause for the catheter tip damage. The assembly process was reviewed, and the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads and there are no sharp or hard edges on the pads, this station is unlikely to cause damages on the catheter. Current control, there is an in-process visual inspection in place to check for catheter damage. There is also functional test in place to check for catheter tip penetration force. As the samples had been used and based on the damage position on the catheter tip for sample 1 and 3, it is suspected that the damage could be inflicted during application. The complaint trend will continue to be tracked and monitored.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
At the moment of using the catheter, the tip of the catheter loses its shape and bifurcates. In one of the two procedures performed, the use of this part caused damage to a vein in the patient (rupture of the vein wall). We therefore require your support to process this complaint as a suspected adverse incident, which procomsa classifies as level 1 - minor incident.